Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 a patient (pt) sent an email reporting he/she was diagnosed with a corneal ulcer in the right eye while wearing the acuvue oasys brand contact lens. The pt reported pain in the right eye and removed the suspect lens. The pt reported the right eye was red and the lid was swollen. The pt reported he/she went to an eye care provider (ecp) who diagnosed the corneal ulcer. The ecp referred the pt to a specialist for follow-up. The pt reported he/she had four appointments to treat ¿multiple corneal ulcers to my right eye¿. The pt reported he/she missed two days of work due to pain and light sensitivity. The pt reported prior to the right eye corneal ulcer diagnosis, about 3 lenses tore within a day or two of wear. The pt reported he/she went back to glasses for a little while and had recently returned to contact lens wear earlier this month, then experienced the event with the right eye. The pt reported he/she had never had issues until the new boxes of lenses were received in april and reported wearing the lenses less than normal due to the fear of the lens tearing in the eye. No additional medical information was provided. Multiple attempts were made to contact the pt for additional medical and product information, but no additional information was received. The pt provided the name of an eye care provider who was contacted for additional medical information, but due to limited pt information he/she provided in the initial email, the ecp was unable to locate any pt information. No medical information was provided. The date of the event is (B)(6) 2017. The lot number and the product availability are unknown. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.